Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician noted excess string at the top of the device. "I trimmed it very minimally and was not near the knot to compromise the device." The ablation completed without issue, but the physician had difficulty retracting the device back into the sheath to remove from the cavity. This was completed with minimal extra force. The device was inspected outside the patient and it was noted that the cervical collar was distorted and the mesh had frayed. No injury reported.